Event description:
During follow-up, it was reported that the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The complaint of failure to interrogate was confirmed. The device was cut open and the battery was measured to be at end of life (eol) level which was the cause the failure to interrogate the device. The battery was replaced and product code was reloaded. Automated testing was performed and no anomaly was noted. Further testing was performed, and device was found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.